Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient presented to the emergency room due to lightheadedness. Intermittent long pauses were noted on telemetry and upon device interrogation, high right ventricular (rv) lead pacing impedance was observed, along with oversensing/noise, inhibition of pacing and loss of capture. A rv lead fracture was suspected. It was also added the patient had experienced phrenic nerve stimulation from the left ventricular (lv) lead. The rv lead was capped and the physician chose to implant a new system on the right side. The lv lead was also capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.